Manufacturer narrative:
Philips service amc replaced and system returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry fault caused by amc node defect on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.